Manufacturer narrative:
The insulin pump had no unexpected alarms or failed battery test alarms noted during testing. The insulin pump passed pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. The insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. The customer's blood glucose reading was 454 mg/dl at the time of incident. Troubleshooting found that the battery contacts and cap were not damaged. It was also found that after the failed battery alarm could not be cleared.. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.